Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to evaluate the customer issue. The fse was unsuccessful in attempting to recreate the barcode read error reported by the customer. The fsr reported that the integrity of the sample barcode looked acceptable. The customer returned the sample barcode to abbott for further evaluation by a technical engineer. The label was graded as a b/c, both the barcode grade and narrow bar width were within abbott recommended guidelines for sample barcode label guidelines found in the prism operations manual. Additionally, the barcode label was acceptable with no noticeable defects. The sample barcode labels are not an abbott product; customers create their own labels per the guidelines in the abbott prism next operations manual. The misread issue was not reproducible when the sample was tested on two prism instruments in-house. A specific cause for the sample misread at the customer site could not be determined. Review of the prism next serial number 01523 service history did not identify contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding sample barcode label misreads. A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation for this product. No non-conformances or potential non-conformances related to the barcode reader scanner were identified. The abbott prism next operations manual and the abbott prism customer service reference guide both contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reports that the abbott prism next analyzer misread sample barcode label (B)(6) as 831646. No error messages were generated and the label does not appear to be damaged. The customer re-read the barcode on the analyzer the next day and the correct identification number was read. There is no impact to patient/donor management reported.